Event description:
It was reported that patient is seen with high impedance. The device was disabled as result. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.